Manufacturer narrative:
Corrections.

Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: gs avl/gvm monitor, catalog: 0570-0338, sn: (B)(4). Additional part used: packaged, glidescope, smart cable, catalog: 0800-0531, sn: (B)(4).

Event description:
The customer reported that the smart cable/blade/gvm combination did not perform as intended during a patient procedure. Flickering behavior was found while using the titanium single use blade. There was an unknown delay in treatment while a back up device was set up and used. There was no report of patient or user harm.